Event description:
The patient is implanted with a model 106 generator, currently under (B)(4) undergoing clinical study evaluation. It was identified upon review of the patient¿s programming history that the patient¿s output currents were set to zero at the initial interrogation of a follow-up visit on (B)(6) 2013. Previously, the patient had a visit on (B)(6) 2013 that ended with a final interrogation indicating all output currents were set to appropriate levels. Subsequent attainment of the handheld computer¿s parameters database allowed for decoding the ipg¿s parameters, and it was identified that the ipg underwent a ¿burst watchdog timeout¿ on (B)(6) 2013. Initial investigation identified that an autostim occurred just prior to the burst watchdog timeout. It was suspected that the reset could be due to interactions between the autostim and magnet modes of therapy and therefore would not be expected to occur in the most similar commercial ipg (m105) as it does not employ an autostim mode. A burst watchdog timeout is the product of a safety feature included within the model 106 ipg firmware that employs a watchdog timer to prevent the ipg from entering a ¿runaway¿ stimulation mode. Investigation for the model 106 burst watchdog timeout was completed on (B)(4) 2014. A definitive root cause for the event could not be determined despite an in depth cause and effect analysis, bench testing designed to reproduce the event, and a review of the investigation by a consultant familiar with the gen39 firmware code. The only identified theoretical causes for the event that were possible and could not be ruled out were randomized memory errors. Based on the investigation results, the conclusion code for the event could not be drawn.

Event description:
Further manufacturer investigation was completed. Based on the information gathered through the investigation, the root cause was determined to be an unintended design issue, which allows the burst watchdog timeout event to occur when all of the following conditions are met: 1. Sensing is enabled and autostim burst is in progress. 2. Magnet output current = autostim output current. 3. Autostim output current = 0.25ma and frequency = 10hz (i.e. Ramp enabled). 4. Magnet is repeatedly applied (i.e. Reed switch closed) for >300ms and = 3 seconds. The issue is caused by the method by which the device firmware calculates the remaining time in autostim on time after a magnet activation occurs when conditions 1 through 3 above are present. When recalculating the stimulation burst time following a magnet activation, an additional two seconds is added to the time to account for ramp up. If the magnet is repeatedly swiped at a pace with less than two seconds between magnet activations, multiple recalculations can add enough time to allow the stimulation to exceed the watchdog timer.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report.